Event description:
It was reported that 1h after changing the tubing and cassette, the pump indicates alarm ¿¿high pressure." Problem solved by changing the cassette and tubing from the same lot 4334410, as there is no other lot. No symptoms felt. No consequences for the patient.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.